Event description:
The customer reported false positive antibody screening tests with biotestcell-pool when testing on tango optimo. The customer stated that the cell buttons were not tight but had a haze surrounding. Our quality control laboratory is still waiting for the supposedly defective product and the samples that had caused false positive test results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo.

Event description:
The customer reported false positive antibody screening tests with biotestcell-pool when testing on tango optimo. The customer stated that the cell buttons were not tight but had a haze surrounding. The customer has neither returned the supposedly defective product nor the samples that had caused false positive test results. Therefore our quality control laboratory tested the retained sample with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident